Manufacturer narrative:
The insulin pump alarmed failed self-test during self test due to faulty reference board. The insulin pump was received with scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed failed self-test. The customer's blood glucose was 3.8 mmol/l at the time of incident. It was reported that the failed self-test alarm recurred after insulin pump reset. The insulin pump was returned for analysis.